Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners. No button response due to moisture damage on the keypad traces. Moisture damage noted on the electronic assembly. No blank display or constant tone alarm noted during testing.

Event description:
Cusomer reports that she dropped her insulin pump into the toilet and as a result pump display is blank. Customer's blood glucose was 108 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.